Manufacturer narrative:
Sections with additional information as of 4-jan-2021: h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer concerned with test results obtained of 258, 252, 271, 227 and 214 mg/dl. The customer¿s expected fasting blood glucose test result is 130 mg/dl. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product was stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/31/2021 and test strips were 31-oct-2020. The meter memory was reviewed for previous test result history:(B)(6).